Event description:
Consumer reported complaint for broken display. At the time of the call, the customer stated she was feeling nervous and believed that her blood glucose was dropping. Medical attention was not needed at the time of the call. Customer stated that she saw three dashes displayed across the screen. Customer was informed that the three dashes means the display of the meter is broken.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01607751 test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 1/8/2019 resulted in defect found meter screen/case cracked final root cause: rc-024-the meter has a broken lcd display due to user mechanical stress. The meter is not reportable because, the meter safety trace has been activated and it will not run a blood glucose test. Test strip UDI# (B)(4). Patient code 3191 (above): no code available - customer reported symptom of feeling nervous and believes that her blood suger is dropping. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-51 -user mechanical stress (possibly dropped, broken , mishandled) test strip UDI# (B)(4). (B)(4). Customer reported symptom of feeling nervous and believes that her blood sugar is dropping. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for broken display. At the time of the call, the customer stated she was feeling nervous and believed that her blood glucose was dropping. Medical attention was not needed at the time of the call. Customer stated that she saw three dashes displayed across the screen. Customer was informed that the three dashes means the display of the meter is broken.